Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that post implant the velocity port has been removed on (B)(6) 2013 for leaking. The leak was observed around the velocity port. The leak was detected intra operative. It was replaced. The band is still implanted. The patient is fine.

Manufacturer narrative:
(B)(4). Additional information: tear on the balloon. One curved band (lot # 20134457) with 28cm of catheter was received. The velocity port was not returned for evaluation. The port is not being returned for analysis; therefore it is not possible to establish potential or probable cause described in the event. Upon visual inspection of the balloon, tear is evident on the balloon however probable cause is difficult to establish. The tear is 4mm from the balloon closed end, extender side. The tear measures 6 mm in length and appears to be a clean cut / tear. No leak testing was necessary as the defect is evident. Due to the nature of the tear, it may be suggested that a sharp instrument caused the tear. While it is not possible to provide a definitive root cause for the reported event it is noted that fluid leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the product's instructions for use (IFU). The lot number of the band returned allowed for upward traceability of the final packaging lot number. Five (5) potential final packaging lot numbers were identified and for each a device history review (DHR) was performed. No discrepancies were recorded during the manufacturing process for these final packaging lots.